Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During scope cleaning, the bristles fell off in the sink from the larger port channel brush. The scope cleaning was completed with another of the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of brush break.